Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-6480 dw pump will not shut on the left side. This was discovered during an unknown case, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. The most likely cause for the found failures can be attributed to wear and tear.